Event description:
The customer reported that 1 sample of compounded product was identified with a leak by the end user prior to use. Details state, "when they went to cut open the bag, they lifted the bag still in silver over pouch and they noticed fluid leaking out of the 2 small air holes of the over pouch. When they cut it open and took out the bag on their bench, they noticed the bag leak was quite severe. What they found was the bar that separates the 2 sections, there was a split right next to the separation bar on the side of the yellow liquid". The customer was wearing gloves while handling the sample and no skin contact was reported. There was no report of patient injury or medical intervention as a result of this event. The sample was discarded by the customer. Images of the sample were provided but no leak location was identified. The customer stated that the overpouch and external packaging carton did not appear damaged. No additional information is available.

Manufacturer narrative:
The customer reported a leak identified "right next to the separation bar on the right side of the yellow liquid". Images were provided but the leak location was not able to be identified. The sample was not available for return. Component inspection records, production records, and tooling and machine validations were reviewed for the lot and no nonconformances, deviations, or abnormalities were identified. Due to the lack of sample availability and limited information provided regarding the leak location, a root cause could not be determined. Should additional information become available, a supplemental report will be provided.